Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were not provided for review. Therefore, the investigation is inconclusive for filter limb detachment, filter migration and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to abdominal cavity and struts detached. The device and the detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts lodged in lungs and patient experienced discomfort in chest; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to abdominal cavity and struts detached. The device and the detached strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the detached struts lodged in lungs and patient experienced discomfort in chest; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A bard unknown inferior vena cava filter was deployed in the vena cava between l2 and l3 vertebral body. Approximately two years and seven months of post deployment, filter retrieval procedure was attempted. A 3-inch long and 18-gauge introducer needle was used to cannulate the internal jugular without any difficulty. A j-wire was then inserted through the needle into the jugular vein, into the superior vena cava through the filter. The wire was passed by the side of the apex down into the left iliac vein. The needle was then removed. The guide wire was then advanced under fluoroscopy vision. A cavogram was obtained and showed no venous thrombus. A 5-french pigtail catheter was passed over the wire, passed through the filter. The guide wire was removed. A cavogram was obtained and showed no venous thrombus. An amplatz wire iliac vein. The was passed through the pigtail catheter into the left pigtail catheter was removed. A long dilator and sheath were inserted over the amplatz guide wire up to 4 cm proximal to the filter apex. The dilator was removed. The retrieval cone basket apparatus was passed over the amplatz guide wire and through the sheath under fluoroscopy vision. The cone basket retrieval apparatus was passed beyond the sheath and over the apex of the filter. The sheath was pushed over the cone basket. An ap and lateral x-ray view were obtained. It confirmed the apex was not successfully grasped. Despite numerous attempts to redirect the wire and attempt to reposition the cone basket. The apex was not able to be grasped. Further cavogram showed the apex to have endothelialized at the orifice of a branch vein. The cone basket apparatus was then pulled into the sheath and was removed. The cavogram showed no extravasation of contrast. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter migration and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.